Event description:
The consumer was trying to get out of bed and climbed up onto the rail. The rail allegedly caved in and became wrapped around her mid-section. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of the rails. The model of the bed, rails and mattress are unknown. The manufacturer is unknown. Invacare distributes bed rails from both hl corp and hero. Manufacturer notification letters are going out to both manufacturers. Since the consumer was trying to get out of bed and climbed up onto the rail causing the rail to cave in and wrap around her mid section is inconsistent with the entrapment as explained by the FDA published "hospital bed system dimensional and assessment guidance to reduce entrapment" found at "http://www.FDA.gov/medicaldevices/deviceregulationandguidance/guidancedocuments/ucm072662.htm." Invacare provides the consumer with a users manual for the bed rails part no 1049390 rev g [latest revision is g and is being used since the age of the rails is unknown] reduced gap full-length bed rail. It is unknown if the consumer has fully read and understands the user manual. On page 1 the following warning is stated: "do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to install this equipment - otherwise, death, injury or property damage may occur." It is unknown if the consumer is aware that bed rails are not meant as restraints as stated in the following warning on page 1. "These bed rails are intended to prevent an individual from inadvertently rolling out of bed. Do not use for restraint purposes." The consumer appears to have been entrapped. It is unknown if the following warning were understood. "Entrapment may occur. Proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment. Visit the FDA website at http://www.FDA.gov to learn about the risks of entrapment. Review a guide to bed safety, published by the hospital bed safety workgroup, located at www.invacare.com. Use the link located under each bed rail product entry to access this bed safety guide." It is unknown if the consumer was using accessories incompatible with invacare bed rails. The following waring is provided: "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Although bed rails are not rated to any specific weight limitation, the bed rails may become deformed or broken if excessive side pressure is exerted on the bed rails." The consumer was using the bed rails as an assist to get out of the bed. On page 1 the following warning is provided. "This bed rail is not an assist rail for getting into or out of bed. Do not use the bed rails as push handles when moving the bed." The maintenance history of the bed rails is unknown. The following waring is on page 1: "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely. Bed rails with dimensions different from the original equipment supplied or specified by the bed manufacturer may not be interchangeable and may result in entrapment or other injury. One crossbrace must be positioned between the sixth and seventh springs at the head end of the bed. The remaining crossbrace must be positioned between the second and third springs at the foot end of the bed. Otherwise, either the bed rail or the bed may be damaged when the head end and/or foot end are raised."